Event description:
It was reported that before flushing, blood backflow was confirmed without resistance. After transfusion, when attempting to flush with 20cc saline using a syringe, the saline leaked out from the midpoint of the route. This occurred despite using a larger syringe this time, as a smaller 5cc syringe had caused issues previously. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was returned attached to the two-piece connector assembly and a white suture wing was attached to the catheter between the 32 cm and 34 cm depth marks. Biological residue was observed on the device. A functional test of flushing the catheter with water using a 12 ml syringe was performed. A leak was observed from the distal end of the two-piece connector, and the catheter appeared to be occluded as no water was seen flushing through the distal valve. The catheter and the distal connector piece were detached from the proximal connector piece, and a microscopic observation revealed the proximal end of the catheter was significantly buckled and deformed. Upon stretching the catheter slightly, a split with rough edges and irregular shape was observed distal to the buckled section. An attempt was made to remove the catheter from the distal connector piece; however, the catheter was found to be trapped by the compression sleeve and could not be moved. The distal piece and the catheter were then dissected for inspection, and the compression sleeve was found to be positioned within the narrow section of the distal piece, compressing and damaging the catheter in such way that restricted the normal flow of liquids. The observed damage appeared to have been caused by improper catheter/connector technique. The product IFU provides instructions on how to properly attach the two-piece connector to the single lumen catheter: "retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter" and "gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks". This complaint will be recorded for future trending and monitoring purposes.